Event description:
The pt was in cardiac cath lab for bilateral selective coronary angiogram, left heart catheterization and a coronary ivus. A "copilot " malfunctioned during the procedure. It was leaking fluid at distal end. This copilot was removed and replaced with another one. Procedure proceded without event.